Event description:
According to the surgeon, the coagulator heated up in his hand causing a superfical burn to his hand and the patient's upper lip. The patient's burn was treated with silvadine ointment and not expected to scar. The biomed tested the coagulator and confirmed it was activating on its own.

Manufacturer narrative:
The hospital medical records were forwarded to valleylab and indicated injury to be first degree (1 cm by 1 cm) burn on the rt side of the nose/rt upper lip, silvadine used to treat burn.